Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 505 mg/dl. Customer reported that the insulin pump buttons were unresponsive and had to seek medical assistance due to high blood glucose. The customer experienced symptoms such as nausea, vomiting, difficulty breathing, and dry mouth. The customer was treated with insulin drip. Customer's current blood glucose reading was 572 mg/dl. The customer was not wearing the insulin pump less than 48 hours prior to hospitalization. Unable to further troubleshoot due to buttons does not work. The insulin pump will be returned for analysis.